Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision at near and the clinical reason was hyperopic result. The lens was later exchanged in a secondary procedure. Additional information was requested, but further no information was available.